Event description:
It was reported iron sucrose was ordered to infuse at 176.7ml/h however actually infused at 265.0 ml/h. Upon internal customer investigation it was noted the clinician programmed the volume to be infused (vtbi) as the rate. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,c,d and g codes.

Event description:
It was reported iron sucrose was ordered to infuse at 176.7ml/h however actually infused at 265.0 ml/h. Upon internal customer investigation it was noted the clinician programmed the volume to be infused (vtbi) as the rate. There was patient involvement but no harm.